Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed to the soft cannula that could have contributed to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Inspection of the soft cannula did not find it bent or kinked. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a bent or kinked cannula. The pod was received with the adhesive pad fully attached. No damages or deficiencies to the adhesive pad or its welds were observed that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined.

Event description:
It was reported that while the patient was playing basketball, the pod adhesive was not adhering well to the skin, which caused the cannula to dislodge from the infusion site on the abdomen after approximately 4-24 hours of pod wear. It was further noted that the cannula was kinked upon removal. This resulted in the patient¿s blood glucose levels increasing to above 250 mg/dl. The patient successfully applied a new pod and resumed therapy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged and kinked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.